Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process. The customer's blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. To address the issue, the customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue. Despite this, the customer requested replacement cartridges and infusion sets, which were processed for customer satisfaction.